Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was implanted with an impella 5.0 device for pre-operative mechanical circulatory support (mcs) and experience bleeding and ultimately expired. The patient was a transfer from another hospital five days prior to the event for proposed mitral valve replacement surgery. The patient's heart failure worsened from the acute mitral regurgitation of a papillary muscle tear and an intra-aortic balloon pump was inserted. After arrival to designated receiving hospital, the patient was patient was implanted with the impella 5.0 from the left subclavian artery. P-level was at p-8 with a flow rate of 4.5l; a transesophageal echocardiogram was completed to check device placement. However, it was noticed the patient was bleeding "considerably" during insertion of the indwelling sheath. Consequently, the patient required treatment with fluid and blood transfusion (note: number of units transfused were not provided). The volume and the position of the impella were corrected and the procedure was completed. The following day follow-up noted there were no impella alarms. The patient had good urine outflow. The patient was barely breathing before insertion; however last night the almost went into cardiac arrest from hypoxia and was introduced to percutaneous cardiopulmonary support (pcps). The patient planned for cardiopulmonary rest for a few days prior to the surgery. Days following now approximately day eight of impella mcs, it was noted the patient's condition suddenly deteriorated from an alveolar hemorrhage and family notified the patient was unlikely to survive if surgery was completed. At this time the patient was made a do not attempt resuscitation, and active treatment was discontinued. Eventually, the patient expired. The cause of death was noted to be multi-organ failure that had progressed, and the physician stated there was no causal relationship to the impella. However, given the "considerably" access site bleeding that required giving the patient fluids and blood transfusions, and also with and impella position correction, it cannot be ruled out these may have added to an already complex situation or compounded the situation. It is possibly unlikely but unknown.